Event description:
It was reported that a cadd-legacy® 1 ambulatory infusion pump exhibited a "res volume low" error, despite the cassette not being due for change for another five hours. The patient changed the cassette to a new full cassette but the pump still had the same error. Patient used the same cassette on a backup pump and was able to resume infusion. No injury was reported.